Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in a patient (patient age, sex, and weight are unknown). During the procedure, the stent was unable to advance across the stricture. Upon withdrawal from the patient, the suture detached and the stent deployed prematurely at the undesired position. The stent was removed from the patient and the procedure was concluded as no additional device was available. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.